Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that two battery devices appear to have melted. According to the report, the battery devices were used with a universal battery charger device and a battery casing device. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was not included in the previous report as it was unknown. It has been updated to reflect the lot number. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, autoclaving, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location was unknown. The lot number was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.